Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (exploratory laparotomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: exploratory laparotomy with complete removal right and left side essure device. No tubal reversal done due to seven years of essure device located inside that made complete obstruction bilaterally. So, doctor talked to the patient preoperatively, patient fully understood that this long time of essure device located inside may make complete occlusion then we will finish here and patient agreed. Procedure: upon entering the peritoneal cavity, a self-retraining retractor was inserted and uterus was anteverted, slightly enlarged uterus and from both the beginning of the fallopian tubes, the essure device was palpated bilaterally. A linear incision made bilaterally over the essure device located and dissection began and then complete removal of essure device right and left done completely and followed by the water was injected through the huml catheter, but complete occlusion from the adhesion recognized, patient agreed upon and this linear incision was suture ligated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for permanent contraceptive tubal implant. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (exploratory laparotomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: exploratory laparotomy with complete removal right and left side essure device. No tubal reversal done due to seven years of essure device located inside that made complete obstruction bilaterally. So, doctor talked to the patient preoperatively, patient fully understood that this long time of essure device located inside may make complete occlusion then we will finish here and patient agreed. Procedure: upon entering the peritoneal cavity, a self-retraining retractor was inserted and uterus was anteverted, slightly enlarged uterus and from both the beginning of the fallopian tubes, the essure device was palpated bilaterally. A linear incision made bilaterally over the essure device located and dissection began and then complete removal of essure device right and left done completely and followed by the water was injected through the huml catheter, but complete occlusion from the adhesion recognized, patient agreed upon and this linear incision was suture ligated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.